Event description:
The patient underwent a nissen fundoplication last month. A 5 mm trocar was placed in the umbilicus incision and 4 more trocars were placed along the bilateral subcostal margins, with the most lateral one on the right side being a 5 mm trocar and remaining 3 were 3 mm trocars (which are metal). No complications were noted during the procedure, and post-op documentation was that the wounds were clean and dry. The patient was discharged three days later. The patient returned to the hospital five days post-op, at which time the parent reported redness and drainage during the previous day from the left lateral incision site. Examination revealed some erythema around site, but no drainage. The physician started the patient on antibiotics, and eventually, the patient went to the emergency department with a fever and increased erythema of the left wound. The patient was admitted overnight and given IV antibiotics. At this time, per the physician, the wound had developed characteristics that made it consistent with a trocar induced burn. The esu was checked by the biomedical department, and all functions were tested and verified. A representative from the company is scheduled to inspect all instruments from the laparoscopic tray that would have been used during the surgery.